Manufacturer narrative:
Report source: foreign (B)(6). Report source: health professional dr. (B)(6).

Event description:
It was reported that the patient reported that around three weeks post surgery (c5/c6 mobi-c implant in (B)(6) 2018) she started to get tighten in the neck. At the 4 week mark the patient started to develop neck pain and the neck started to feel weak. The patient then put the sot collar back on. In the middle of the night the patient woke with intense pain and when went to roll over in bed patient felt and heard an audible loud crack, this was followed by arm weakness, difficulty moving the neck and chocking sensation like something stuck in throat. Patient continue to have a sharp sensation of something stuck in throat. Many scans and investigations have been performed and now the surgeon wants to remove my mobi-c and fuse the neck; however no revision has taken place to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Added information to e1: middle name and h6: method, results, and conclusions. The complaint is unrefuted for one (1) of one (1) unreturned mobi-c implant 17x19 h5 us (pn: mb3795) for the failure of patient patient pain/weakness post-op. Medical records were provided for review in form of x-rays. X-ray evaluation: the provided x-rays show the mobi-c is stuck in a fish-mouth position in neutral position, and the plates appear to be touching or nearly touching upon extension. This could possibly point to incomplete disc preparation or prep in a position where the patient was not in a neutral position during preparation or implantation of the mobi-c. The source of the throat irritation/pain is unclear from the image, but it's possible the mobile insert has become malpositioned since the degree of extension of the plates appears to be larger than normal and from the fishmouthing in the neutral position. MRI or other imaging would be necessary to establish this since the mobile core is radiolucent. The IFU states that the safety and effectiveness of mobi-c implants has not been established in patients with fusion at adjacent levels, which is apparent in the complaint description and x-rays. This means this case was an off-label use. Potential cause since the product was not returned for evaluation, and the x-ray images do not provide enough information, the root cause cannot be conclusively determined. Accounting for the patient's description of the pain starting to occur after a cracking sound, it's possible the mobile core has become malpositioned or damaged and is impinging upon the throat area and/or surrounding tissue. This would have to be confirmed with alternative imaging such as MRI since the core is not visible in x-rays. A factor that may or may not have contributed to the complaint event is that the implant is in extension (also called fishmouthing) in the neutral position. This fishmouthing could also be caused by inadequate preparation of the disc space, or prep of the disc space with the patient in a non-neutral position. Another factor that may or may not have contributed to the event is the off-label use of the mobi-c in an adjacent level to fusion. Complaint history there were zero (0) other complaints for similar events related to the same part number in the 12 months leading up to the notification date through to the present. DHR review and related actions the DHR can't be reviewed at this time since the lot number was not provided. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the patient reported that around three weeks post surgery (c5/c6 mobi-c implant in (B)(6) 2018) she started to get tighten in the neck. At the 4 week mark the patient started to develop neck pan and the neck started to feel weak. The patient then put the sot collar back on. In the middle of the night the patient woke with intense pain and when went to roll over in bed patient felt and heard an audible loud crack, this was followed by arm weakness, difficulty moving the neck and chocking sensation like something stuck in throat. Patient continue to have a sharp sensation of something stuck in throat. Many scans and investigations have been performed and now the surgeon wants to remove my mobi-c and fuse the neck; however no revision has taken place to date.